Event description:
Pt using insulin syringe. The needle separated from the hub during usage. The pt had to pull the separted needle from his skin. This occurred with 2 syringes. Dates of use: approximately 2008.